Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely that the failure in the synchronous circuit on the patient circuit board occurred, and therefore the failure in the patient circuit board is considered. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the scope cv-190 video processor does not have an image. It is unknown if the issue occurred during the preparation or during a case. There was no patient involvement reported on this event.